Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up the physician observed an fv episode due to noise on the vd lead. Reportedly, the physician decided to give a merlin home transmitter and to revisit the issue at a future date..